Event description:
Complainant alleged that during a routine shift check by a clinician. The device displayed "defib fault 72" and "defib fault 94" messages. Complainant indicated that there was no pt involvement in the reported malfunction.